Manufacturer narrative:
The technician replaced the scale circuit board and installed a new external alarm to repair the bed.

Event description:
Information received indicates during a preventive maintenance check the technician found the bed exit alarm was inaudible.